Event description:
Senseonics was made aware of an incident where user reported that sensor broke during the removal procedure on (B)(6) 2026. According to the healthcare professional (hcp), the sensor fractured during removal and the distal end could not be retrieved, resulting in a portion of the sensor remaining in the patient's right upper arm. The hcp reported that only the tools provided in the procedure kit were used during the removal attempt. The user was contacted and reported feeling fine at follow-up; however, not all pieces of the sensor were successfully removed. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.